Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a capd disconnect y set was stuck to the bag, and upon separation resulted in a hole in the bag. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with naked eye and magnification and found excess solvent and tubing stuck to the bag. Functional testing performed included leak testing, clear passage testing, and clamp function testing with no issues noted. The reported condition was verified. The cause of the condition was excess solvent. Should additional relevant information become available, a supplemental report will be submitted.